Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt reported she noticed an air bubble in her insulin cartridge prior to getting ready to take a bolus. Pt stated one bubble is "good size with another small one on top." Pt reported she inserted a new cartridge on (B)(6) 2010. She stated she used room temperature insulin. Had pt disconnect from her infusion site, and tap the side of the insulin cartridge to move the air bubbles to the top and center of the insulin cartridge. Had pt start to prime after the air bubbles were at the top and center; after 2 complete prime cycles, the air bubbles moved out of the system. Advised pt to always lubricate the insulin cartridge and to use room temperature insulin. Advised patient to always attach the infusion adapter and tubing to the insulin cartridge prior to inserting the cartridge into the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.